Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and replaced the faulty touch screen to resolve the malfunction. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. This is a known issue and a corrective actions have been implemented.

Event description:
Livanova (B)(4) received a report that the touch screen of an s5 roller pump became unresponsive during a procedure. There was no report of patient injury.